Event description:
It was reported that a patient with an implantable cardioverter defibrillator received in-appropriate shock due to misdiagnosis of supraventricular tachycardia as ventricular tachycardia. Programming changes were made. Patient was stable following programming changes.